Event description:
It was reported that during a gastric bypass procedure, when the package was opened the top of the orange anvil fell off. The device was set aside and a new one used to continue the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4): information was not provided by the contact. (B)(4) - damaged anvil. The device arrived and in good visual condition; with the anvil shroud detached and missing. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. Due to the condition of the anvil, no functional test could be performed with the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.